Event description:
It was reported that the patient received an inappropriate shock for rapid ventricular response (rvr). The patient was stable. The physician decided to medicate the patient in a different manner other than programming to address their heart rate and heart failure. The patient then had a device upgrade replacement. The patient was in stable condition prior to, during, and post-procedure.

Manufacturer narrative:
The reported event of incorrect interpretation of signal and inadequate shock stimulation was not confirmed. The egms in the device image were reviewed, and no anomalies were detected. The delivered shocks were due to the patient¿s philosophy, and the device behaved as programmed. The device was above the elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.